Manufacturer narrative:
This report will be update when our investigation is complete.

Event description:
It was reported that during the implant procedure, this lead was positioned for left bundle branch area pacing (lbbap). The helix was extended and the lead body was buried into the septum. However, during testing the lead was no longer capturing and needed to be repositioned. The physician rotated the lead body to release it from the tissue, but the lead was difficult to remove and the helix was trapped in the fibrous tissue. The helix straightened and part of the helix broke off and remained trapped in the tissue, confirmed via fluoroscopy. A new lead was implanted in the traditional right ventricular (rv) position. There was no intention to retrieve the piece of helix that remained in the patient. The physician explained to the patient what happened during the procedure. No adverse patient effects were reported. The attempted lead was discarded at the hospital and will not be returned.